Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. A nut is stuck on the device and cannot be removed. The threads on the device are heavily damaged around the failure site. A review of complaint history did not reveal additional complaints for the listed device. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include improper handling or storage. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that dr. States that 10mm nuts are sticking onto threaded rods, making it unable to thread and unthread up and down the rod. This has happened multiple occasions on 400mm rods, but also on the shorter rods. Happens when adjusting in clinic after procedure. Because of this malfunction, procedure was delayed more than 30 min and an s+n backup device was necessary.